Event description:
Nood ipl hair removal laser device for home use. I purchased this product in the fall of 2021. Used it as directed and had no results. No less hair at all. The product is guaranteed so I reached out to the company and told them my experience. Via email they directed to use the product again, except to hold it over the area for three flashes rather than the one flash they advise in the original instructions. Which caused a skin burn under both my arm pit areas- I did not need medical treatment and was able to care for my injuries at home with otc ointments. Being that this device is supposedly FDA approved I think you should know it a) doesn't work and b) they give directions to use it three times as much which is not in any of the written instructions. I think this product for be allowed for sale and wonder how safe it is when being used three times as much as the directions indicate. The consumer is being ripped off and potentially damaging their skin. I have the emails from the company and I can certainly show you that despite being used for 8 weeks as directed (even longer than 8 weeks) and then using three times as much as directed by this company in an email it made no difference in body hair on two different people who meet the ideal skin/hair color for this type of treatment.